Manufacturer narrative:
The device will not be returned for investigation. The delivery system was discarded at the user facility and the stent remains implanted in the patient.

Event description:
It was reported that after deployment, the implanted stent measured 11.3 mm; however, the measurement was expected to be 8.3 mm. The procedure was completed without complications.